Event description:
Caller alleged discrepant inratio2 results in comparison to the laboratory results. Results as follows: date: (B)(6) 2013, inratio inr: 2.6, 1.7 and 3.4, laboratory inr: 13.9. The time between testing within minutes. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.